Event description:
It was reported that the jaw of the device broke during the procedure. The piece was retrieved.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence. Alleged failure: jaw broke. Probable root cause: design. Inadequate raw material selection. Tip geometry not designed to facilitate soft tissue penetration. Manufacturing: instrument tip or needle shaft not manufactured to specification. Incorrect raw materials used for manufacture. Application: user technique related factors. Difficult anatomy, extremely tough soft tissue. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the jaw of the device broke during the procedure. The piece was retrieved.